Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level was 271 mg/dl and the bg level was addressed with a manual injection. A new cartridge was successfully loaded to address the alarms.